Manufacturer narrative:
The subject device was returned to omsc for evaluation. This report is only for the 2nd device. The evaluation confirmed that the ptfe pad of the device was partially separated. The probe and the jaw had contact marks against each other. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the ptfe pad was partially separated since the user activated output without grasping anything (including after the tissue separated), which caused the contact between the probe and the jaw. Because the user kept outputting in its state, the contact marks were made and the reported error occurred. Based on the finding of the evaluation, this report appears to be related to user handling.

Event description:
Olympus medical systems corp (omsc) was informed that, during a laparoscopic hepatectomy, thunderbeat (the 1st device) was used and the probe damage error occurred frequently. Although the user exchanged it with the subject device (the 2nd device) and continued the procedure, the probe damage error occurred again after three times of output. The procedure was completed with another thunderbeat (the 3rd device). There was no patient injury reported.